Manufacturer narrative:
This report is submitted february 15, 2021.

Manufacturer narrative:
This report is submitted on 11 november 2020.

Event description:
Per the clinic, the patient experienced a skin flap infection which was treated with oral antibiotics; however, the issue could not be resolved resulting in explant of the device on (B)(6) 2020.